Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an infusion set tubing detachment. The location of the detachment at the quick release. The infusion set had been in use for one day. The reported having a higher blood glucose level due to the infusion set tubing detachment. The customer's blood glucose level was 108 mg/dl at the time of the incident. The product is not expected to be returned.